Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ inspection method is described in the operation manual gif/cf-170 series chapter 3 preparation and inspection. ¿ prevention method is described in the reprocessing manual gif/cf-170 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer that the gastrointestinal videoscope had some parts of the connector partially damaged. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The video connector was damaged. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending tube was deformed. The adhesive on bending section cover had a chip. Because the suction cylinder was shaved, suction volume did not meet the standard value. The switch button 1 had a scratch. The suction cylinder was shaved. The adhesive around the objective lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a scratch. Objective lens had discoloration. The adhesive around the objective lens was peeled. The light guide connector had a scratch. The video cable had a scratch. The video connector case had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The switch box had a scratch. The scope cover had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration. The control unit has a scratch. Due to damage on charge coupled device unit, the image had white dots. Due to dirt on objective lens, there was a lack of image on the monitor. A third-party repair had been performed. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.